Event description:
The customer reported that following a diagnostic catheterization in 2004, a vasoseal elite was deployed without incident. The pt was transferred to another hosp where it was discovered that the pt's distal pulses were absent. An angiogram of the right leg was performed. A thrombectomy and common femoral artery bypass were performed with an 8mm ptfe graft placed. The operative report stated that a foam plug was in the common femoral artery. The puncture site was at the bifurcation. No further complications were reported.